Event description:
After a tka post-op visit between a sales representative and a surgeon, the surgeon mentioned that the patient had a capsule incision that opened. In an effort to address the re-opening of the incision the surgeon had to perform an additional procedure to wash out the site and the patient was monitored post-op. The staff was unsure if the aqm was the cause of the issue or not. It was noted that the same post-op outcome has occurred in a total of 3 patients and there were two differences in the procedure from previous protocol, the use of the aqm device and the use of a new suture. The event dates are unknown; therefore, the awareness date, (B)(6) 2016 will be used in its place. This event represents patient 3 of 3. Initially the surgeon reported three patients, however after further follow-up three additional cases were reported. Additionally, patient demographic information was received on 5 of the 6 patients. The surgeon was uncertain which patient coincided with the event date. This event represents patient 3 of 6.

Manufacturer narrative:
Product event (B)(6) patient information incomplete but a good faith effort is in progress to obtain incomplete patient information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
After a tka post-op visit between a sales representative and a surgeon, the surgeon mentioned that the patient had a capsule incision that opened. In an effort to address the re-opening of the incision the surgeon had to perform an additional procedure to wash out the site and the patient was monitored post-op. The staff was unsure if the aqm was the cause of the issue or not. It was noted that the same post-op outcome has occurred in a total of 3 patients and there were two differences in the procedure from previous protocol, the use of the aqm device and the use of a new suture. The event dates are unknown; therefore, the awareness date, (B)(6) 2016 will be used in its place. This event represents patient 3 of 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.